Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection, a jaw of the device nearly came off after the device was fired on an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the el5ml was returned for analysis and upon visual inspection the jaws were found to be in good condition; no anomalies were noted with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.